Event description:
Consumer stated when "I wear them overnight, the pieces of plastic come off and I end up swallowing." She explained that she typically only wears them for one night and then disposes them. With this particular one, she only wore it for a few hours and felt a piece in her mouth which woke her up. She spit that piece out. She has never had this happen before when she used this guard in the past. Consumer disposed of the product, but sent pictures of the product. Based on the consumer's account that she most likely wore it one night and the degree to which the guard was worn, it appears the consumer is a heavy grinder.